Event description:
It was reported the physician implanted a 30mm gore helex septal occluder to close a patent foramen ovale in (B)(6) of 2008. On (B)(6), 2010, transthoracic echocardiography revealed the right atrial disc to be splayed into the right atrium and a shunt persisting across the defect. The physician also believes the lock loop to be fractured. The right disc is not impinging on the tricuspid valve or the superior vena cava flow. The left atrial disc is noted to be flat on the septum. Fluoroscopic interrogations are scheduled for a later date where a decision regarding possible treatment will be determined.